Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the customer was experienced high blood glucose level more than 400 mg/dl. Blood glucose level went down after infusion set change. Device will not be returned for analysis.